Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was inconclusive since the infusion set was not returned for investigation. One injection cap, which is not provided in the packaging with the implicated safestep infusion set, was the only item provided for investigation. No portion of the infusion set was returned. What appeared to be blood residue was observed within the injection cap. The injection cap was attached to an unused lab safestep infusion set. The cap was attached to and removed from the luer adaptor on the infusion set without any difficulty. No damage occurred to the infusion set. Since the implicated product was not returned for investigation, the complaint was inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the needle was found to be broken above the patients microclave. No other information was provided. Add info rcvd: date of occurrence: (B)(6) 2021. Placement date: unknown. Explant date: (B)(6) 2021.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfnf078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle was found to be broken above the patients microclave. No other information was provided. Add info rcvd: date of occurrence: 04/09/2021. Placement date: unknown. Explant date: (B)(6) 2021.